Event description:
Patient was implanted with 2.7mm lcp condylar plate and screw construct in the foot on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to painful hardware. It was reported the patients foot healed and patient was not revised with any additional hardware. Patient is reportedly recovering well. This is 4 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.